Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged between 178-350 mg/dl. The customer addressed the bg level with either a correction bolus or with an insulin injection. The supplies on the pump were changed. The customer indicated that the infusion set tubing appeared to be the cause of the occlusions and as after the current supply had been replaced, the customer had not received any further occlusion alarms. The customer also indicated that the humalog insulin had been used in the cartridge for 3 days.